Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a left sided premature ventricular contraction (pvc) ablation and the patient experienced pericardial effusion that required pericardiocentesis. During the case, the patient moved and caused a pericardial effusion that was noticed on intracardiac echocardiography (ice). The effusion did not seem to be growing, and the patient's vitals were stable. A "pericardial synthesis" was done. It was believed that the ¿supreme catheter in the right ventricle caused the effusion when the patient moved¿. Follow up is being conducted to determine if ablation was done prior to noting the pericardial effusion. As the physician indicated that another company's catheter caused the effusion, this event will be conservatively reported under the ablation catheter, as it cannot be ruled out as a contributing factor.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation could be performed, and the customer complaint cannot be confirmed. However, if the product is received in the future, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).